Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that the surgery went well and the lead placement had looked good per post-operative imaging study. The patient would not be programmer for another few weeks following the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was a lead fracture. Post-operative scans from the revision had looked good.

Event description:
It was reported the impedances had not resolved but the issue was intermittent. The cause of the impedance issue appeared to be that there was an issue with contact 3 on the lead. The patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2014. The healthcare professional had exposed the lead/extension connection and alligator clips were used to test each contact on the lead. Contact 3 had high impedances. The patient was doing fine but was scheduled to have the lead replaced on (B)(6) 2015. Refer to manufacturer report #3004209178-2014-07411. This report captures alleged issues with the same lead when it was implanted as part of the patient¿s prior system.